Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the reported issue and found the permanent cautery hook instrument to have a dislodged ceramic sleeve with no material missing. The permanent cautery hook instrument was also noted to have incurred thermal damage on the monopolar yaw pulley. The conductor wire/weld location was inspected and no damage was found. No additional complaints related to the instrument or the event have been reported by the site. No image or video was provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the instrument¿s conductor wire cap was broken with no missing pieces. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on or after the instrument's fifth usage and, therefore, had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the insulation of the permanent cautery hook instrument around the tip was moving. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no hospital or surgical documentation indicative of a problem when the instrument was last used on 10/29/2018.